Event description:
Physician put .035 wire down, advanced our outer catheter, removed .035 wire from outer catheter, and was trying to get our inner drive shaft into place but could not due to extreme patient anatomy and stents at the bifurcation of the aorta. Physician thought maybe if he switched out his sheaths he'd have an easier time putiing our inner drive shaft in. He then removed inner drive shaft, and then out .035 wire back in place, removed our outer catheter, and then his sheh leaving just the wire. Once he placed the new sheath I had noticed that there was an object left behind, but wasn't sure if it was from our catheter or sheath because they had a very difficult time pulling sheath out. After looking it was our outer catheter from tip where the silver begins and where it ends.